Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of corroded light guide rod glass occurred due to component failure of the device whereas a definitive cause for the black water flowing out could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had black water flowing out and corrosion on the light guide rod lens. There was no patient involvement.